Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed and the helix was blocked by the guide tooth. It was also noted that there was blood in/on the helix/lobe mechanism, the guide tooth was damaged, and the lead appeared to be damaged at implant. The analyst visual commented that the guide tooth was damaged. It was not possible to test the helix.

Event description:
It was reported that there was difficulty positioning the atrial lead due to a tight insertion site in the shoulder during attempted implantation. The helix was unable to be completely retracted. It was attempted to retract the screw outside of the body but it was still not able to be fully retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.